Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received results of "lo" and 16 mg/dl. The normal control range was 102-141 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.